Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also reported, that cook surgisis biodesign was also implanted into the patient on (B)(6) 2008 at the same hospital.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to rectocele. It was reported that patient underwent a mesh removal on (B)(6) 2008 and on (B)(6) 2012.

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 and (B)(6) 2012. It was reported that patient underwent excision of exposed mesh on (B)(6) 2015 due to mesh exposure. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent uti and functional urinary incontinence. No additional information was provided.